Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) started experiencing urinary incontinence related to urethral atrophy. A surgical procedure was performed, wherein all existing aus components were removed and replaced. The new cuff was implanted in a different urethral location. The patient is expected to fully recover.